Manufacturer narrative:
The full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead returned with the helix extended, stretched and bent out of specification. Damaged at implant attempt. No further helix testing possible. Tissue visible on helix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead helix became stuck in the tissue near the tricuspid valve. The helix would not retract from the tissue, and required traction in order to remove the lead. The lead was not used and a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.